Event description:
It was reported via a trial that approximately fifteen months post multiple xience v stenting in the first posterolateral artery, proximal circumflex (pcx) artery and the left main coronary artery, the patient experienced diaphoresis, dyspnea on exertion and mild chest tightness and was found to have a positive functional stress test demonstrating myocardial ischemia. The patient was treated with medications and underwent percutaneous coronary revascularization in the pcx index target lesion for in-stent restenosis on (B)(6) 2010. The patient's condition resolved on (B)(6) 2010 and the patient was discharged the following day. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5 x 28, (1009539-28, lot#8082762), xience v 4.0 x 18 (1009543-18, lot#8061261). There was no reported product deficiency. Angina, ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and their relationship, if any, to the devices cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.